Event description:
The customer reported that the self-test failed. Further information was provided that the self-test could not be performed due to a defective battery. There was reportedly no patient involvement.